Event description:
It was reported that an overdose occurred. The patient was lethargic and hit the back of her head and scraped her foot, (there was ¿some kind of fluid coming out of cut on her foot¿) when she fell while walking out of the bathroom. The reporter was not sure when the symptoms began. The patient presented at the ER (emergency room) at midnight the morning of initial report. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).